Manufacturer narrative:
(B)(4).

Event description:
A sentrant sheath was used as an accessory device for an endovascular case. Neck angle of 40 degrees. It was reported that the dilator (inner cylinder) was unable to be inserted into the sheath. At last, it was able to be inserted into the sheath with a snap. After the bifurcated stent graft was implanted, the sentrant sheath was inserted to exchange the sheath. But heavy bleeding was confirmed from the hemostasis valve. The amount of blood loss is unknown, a transfusion was not required. Then the sheath was replaced with new, which was confirmed to perform and function as a sheath with hemostatic. No additional clinical sequelae were reported and the patient is fine. The physician commented that the hemostasis valve would have been damaged when the dilator (inner cylinder) was inserted into sentrant sheath, which would lead to the heavy bleeding.